Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "high baseline and system error 3 alarm" is confirmed. The pump alarmed a possible helium loss 3 (2) during the complaint investigation. An excessive noise was noted from the pump assembly consistent with a motor/lead screw malfunction which results with the reported alarms. The root cause of this complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported by the clinical support specialist (css) that the staff received a high baseline alarm. After some troubleshooting, the alarms stopped. However, within 30 minutes, the alarms were coming less than 1 minute apart, and the staff had also had a couple of system error alarms. As a result, the pump was swapped out, and the reported pump was sent to biomed. There was no report of delay in therapy. There was no report of patient complication, serious injury, or death.

Manufacturer narrative:
(B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Event description:
It was reported by the clinical support specialist (css) that the staff received a high baseline alarm. After some troubleshooting, the alarms stopped; however, within 30 minutes, the alarms were coming less than 1 minute apart, and the staff had also had a couple of system error alarms. As a result, the pump was swapped out, and the reported pump was sent to biomed. There was no report of delay in therapy. There was no report of patient complication, serious injury, or death.